Manufacturer narrative:
3018859-2020-00008-01. Complaint (B)(4) has been closed. Suspect part has not been returned for evaluation.

Event description:
Technical service was notified that a patient referred on one ear at first, and then was diagnosed with severe to profound hearing loss bilaterally less than two hours after the screening took place where the equipment indicated that the baby passed in one ear. The customer reported the issue as false negative.

Manufacturer narrative:
Investigation results and findings: on 10/3/2013, natus medical technical service requested additional information related to the event. On 10/8/2013, natus medical technical service requested the customer to return the unit back to natus for further evaluation. On 10/14/2013, 10/18/2013, 10/24/2013, and 11/6/2013, natus medical technical service continued to follow up with the customer, but received no responses. The siebel record did not indicate any report of: a death or serious injury that required medical treatment. A delay in treatment. Any environmental or safety concerns (e.g. Smoke, overheating, etc.). Product examination and functional testing: product return for further evaluation and examination was requested. It's been more than 45 days from the day when the technical service requested the suspect part to be returned. Natus still hasn't received the part back. The service request has been closed. If and when the product is returned, it will be tested and documented in oracle's e-business suite. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management review per ha000001rev.l, "system hazard analysis, a3i", under ID 13.14, severity (6): moderate, poh (1): improbable, risk level (6): low. Risk review a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR review a DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Service record review a search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found.

Event description:
Technical service was notified that a patient referred on one ear at first, and then was diagnosed with severe to profound hearing loss bilaterally less than two hours after the screening took place where the equipment indicated that the baby passed in one ear. The customer reported the issue as false negative.